Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was over 400 mg/dl and 402 mg/dl however current blood glucose level was 412 mg/dl. The customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported that they were hospitalized on (B)(6) 2021 due to low blood glucose. The blood glucose level at the time of the hospitalization was 47 mg/dl. Insulin pump passed high pressure test. The insulin pump will not be returned for analysis.